Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon sas impacting the tritanium shell into the prepped acetabulem using the offset cup impactor out of the direct superior set. When the retention bolt/screw would not loosen from the shell and spun the component on 2 separate instances.

Manufacturer narrative:
Without the associated cup, the event could not be confirmed. However, the returned cup impactor bolt has denting around the hex feature supporting that excessive force was required to disassemble the bolt from the shell. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated there have been no other similar events for the reported lot.

Event description:
It was reported that the surgeon sas impacting the tritanium shell into the preped acetabulem using the offset cup impactor out of the direct superior set. When the retention bolt/screw would not loosen from the shell and spun the component on 2 seperate instances.